Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after disconnecting due to frequent alarms, with glucose reportedly over 400 mg/dl for approximately 12 hours and later trending down after reconnecting and announcing dinner. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy or ketone testing. Troubleshooting and education were provided, including guidance to monitor glucose and an sms with information on volunteering for a bihormonal pump trial. Investigation included a review of user-reported history and device use and an assessment for user technique and alarms. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained unclear, with contributory factors including user-initiated disconnection. It was concluded that the event was user-related with cause of the hyperglycemia undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.